Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mlh491 and no non-conformances were identified. It was reported performance breakage suture. It was received for analysis an empty labeled winding former and a needle-suture piece of product code sxpp1b420, lot mlh491. During visual inspection of the used needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle could be observed and the end of the suture piece was cut by use. In addition, the other section of the suture was not returned for evaluation and due to the condition of the sample the functional test can¿t be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Event description:
It was reported that the patient underwent hernia repair procedure on an unknown date and barbed suture was used. During use on the patient, the suture strand of the suture was broken. The suture strand snapped during closing of peritoneum after repairing umbilical hernia using ventral repair technique, leaving around 9 cm to 10 cm from the needle swage. No other suture or device was used to complete the closure since the sutured area was secured. There was no reported impact to surgery or patient. There were no adverse patient consequences reported.